Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies other than typical explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, late last year, the patient with this electrode and associated subcutaneous implantable cardioverter defibrillator received an inappropriate shock due to oversensing of noise. Device therapy was programmed off at that time. The physician later decided that the patient no longer needed the device. The system was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had recently received an inappropriate shock due to oversensing of noisy signals and the system was deactivated at the time. Recently, the patient' had the entire system explanted due to normalized ejection fraction. No additional adverse events were reported.